Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) unit had a safety disk failure. There was no patient involvement.

Manufacturer narrative:
Fse replaced the safety disk. The unit then passed all calibration, functional tests. The unit was then returned to the customer in good working condition.

Event description:
N/a.